Event description:
Related manufacturer report number: 3006705815-2023-07698. It was reported that during an implant procedure on (B)(6) 2023 the patient experienced a minor csf leak while the lead placement was taking place. The case was completed. 2 hours after the procedure the patient noted being unable to use their left leg. Since the date of the implant surgery, it has been reported that the patient's symptoms have been improving.

Manufacturer narrative:
The event of a wet tap was reported to abbott. During an implant procedure, the patient experienced a minor csf leak while the lead placement was taking place. The case was completed. Two hours after the procedure the patient noted being unable to use their left leg. Since the date of the implant surgery, it has been reported that the patient's symptoms have been improving. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.